Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. Reportedly, the pump had an inaccurate delivery issue since the day before. It was noted that the time/date was correctly set. No additional detail was provided. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/04/2016 device evaluation: the pump has been returned and evaluated by product analysis on 01/26/2016 with the following findings: on investigation, the alleged basal history does not match active basal program issue was not duplicated. Review of the black box data found that the last basal and bolus were delivered on the complaint date. No activities out of normal were found the day before. The total daily delivery added up correctly and reflected the users programmed basal rates. The pump powered up and functioned properly. A normal and an audio bolus were delivered and recorded correctly. A rewind/load/prime sequence was executed without any incidences. A 24-hour basal exercise was completed without any issues and the total 24-hour delivery matched the programmed basal rate. Unrelated to the complaint, battery compartment crack was found at the case seal.